Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 14l had a black spot inside the dialyzer. The event was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. However, two photographs were visually inspected. During the visual inspection of the provided photos, the product was out of packaging. On one photo a black particulate matter was visible at the header cap. It was not visible if the particulate matter was on the inside or on the outside of the product. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.